Event description:
The reporter stated that the first mesh failed and he had a recurrent hernia in the exact same place. The mesh was replaced and then he got an infection, still have swollen lymph nodes, chronic pain in groin since 2014. Impotent since surgery and problems with his digestive tract. He can only eat soft foods and when sitting for a long period of time he feels a sharp stretching pain in his pubic area. The ibuprofen gave him stomach ulcers and all of the stress with the mesh is making his mental health worse.

Event description:
Additional information received from reporter on (B)(6) 2017 (mw5071581): change of name by reporter (B)(6) to (B)(6).